Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a force sensor error. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a force sensor error. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information received: there was no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the corners of the top case were cracked, the right plunger case was cracked, and the bottom case by the l bracket was cracked. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The force sensor was out of calibration. Found no apparent damage to force sensor. The root cause of the issue was customer induced as a result of the customer's non-performance of required periodic preventative maintenance activities and the customer's general neglect. Recalibrated the force sensor. Performed power up process, preventative maintenance and all functional tests which passed.